Event description:
Pt was revised to address metallosis. The cup was very vertical. It was reported that the cup/head combination was not correct.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** (B)(4) 2013 litigation papers received. Litigation alleges pain and discomfort. Doi provided. There is no new additional information that would affect the outcome of this investigation.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.